Event description:
It was reported infection on the left side connected to device implant. The lead was capped off inside the patient. No additional information is available.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Manufacturer narrative:
H2 and h11 correction is in h10: the device was in service for approximately 6 years, 5 months before being abandoned / capped on 11/24/2016. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The device was in service for approximately 11 years, 5 months before being abandoned / capped on (B)(6) 2021. Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention period, however, inspection procedures require oscor products to pass all in-process and qa final inspection before shipping to the customer. The device implant date is (B)(6) 2010. The device was in use for treatment. There was no device related issue reported. The lead was not returned to perform an analysis. As a result, the allegations against this lead (infection) cannot be confirmed. However, the following controls are in place to mitigate the reported product issue. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are documented in the work order. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. A review of the permanent pacing lead final inspection procedure for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring, measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and orings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. Infection is listed in the instructions for use (IFU) as an adverse event that may require surgical removal of the lead. The IFU lists general warnings: active-fixation endocardial leads. Passed transvenously. Present the possibility of inadvertently engaging the lead tip with intracardiac structures, such as the tricuspid valve leaflets or chordae tendineae. Lateral lead-tip placement in the atrium or perforation of the ventricular or lateral atrial wall may cause phrenic nerve stimulation. Perforation of the ventricle may also cause diaphragmatic muscle stimulation. Cardiac tamponade has been reported from instances of lead perforation. As with the introduction of any foreign object into the body, various forms of infection can also result from the use of endocardial or epicardial leads. Infection is listed in the instructions for use (IFU) as an adverse event that may require surgical removal of the lead. No further follow-up is required. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.